Event description:
While using a byte day aligners, patient reported that they have an area around their wisdom tooth that is infected, inflamed, sensitive and there is discomfort. Photo that patient provided shows irritation around the wisdom tooth. Provided recommendations for comfort and healing. Asked patient if dentist provided any recommendations.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.